Event description:
It was reported via product analysis findings that abrasions were present in the lead, in the inner and outer tubing concluded to be due to wear. No additional relevant information was received.